Event description:
After use of the device for endoscopic saphenous vein harvesting, thrombus was found in the harvested vein. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress but not concluded. No device was returned to the MFR, nor was the lot number of the device reported by the user. The harvested blood vessel was successfully used as a coronary artery bypass graft.